Event description:
The advocate stated her son ran blood tests on two contour next link meters and the readings were 33 and 156mg/dl. He retested on a different meter and the reading was 180mg/dl. The differences between the readings fall in the "c" and "e" zones of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. New strips were sent to the customer.